Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -03.50/+2.0/039 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. At 3 weeks post-op iop was elevated to mid 20's and patient was started on travatan eyedrop. At 5 weeks post-op pressure normalised but patient had ocular surface side effects from eyedrop. Patient started on treatment for ocular surface disease. The lens was explanted on (B)(6) 2022 due to patient was diagnosed with peripheral anterior synechiae. Phaco was performed after removal of the icl. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).